Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was seen on the final angiogram. The physician commented that the aortic neck had many mural thrombi and blood flow was not confirmed in the aneurysm so the endoleak was determined to self-resolve. Then further touch-up was not carried out and the procedure was completed. No clinical sequelae were reported and the patient is being monitored.